Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they are having trouble with the device because the controller was dropped and sides piece came part and loose and they have to tape up the battery pack to stay in place of controller. An email was sent to the repair department to replace the controller and battery pack device. No symptoms were reported. Patient also reported the controller was not turning on.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial (B)(6) : product type programmer, patient product ID 97745bp serial (B)(6) : product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) : , UDI#: (B)(4) . Analysis was performed on [product ID: 97745, serial (B)(6) . Analysis found that the case was cracked. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.